Manufacturer narrative:
(B) (4) unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device is not being returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing on common bile duct. The device got stuck and they could not get it off. The surgeon had to yank it off the tissue. There was no tissue trauma. A new device was used to complete the procedure. There was no patient impact. Additional information was requested, but no further details have been provided. If additional details are received at a later date, a supplemental will be sent. (B) (6).

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a unsuccessful ring repair.